Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 had failed. The field service engineer (fse) noted that the drawer had prior issues with the chassis. The drawer was removed, all pockets were released, and the contents were moved to a new drawer. The drawer firmware was updated, and the drawer was configured into the station. The drawer and its pockets were tested using the hardware test application acceptance (hta) test. The drawer was then reconfigured into the system, and both the pockets and the sub drawers were tested again using the hta. The drawer was accessed from the application without any issues. The fse also inspected the cables and latches, set up the label printer, and tested the drawers using the hta successfully. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 6.1 failed, which located on hsd 4green. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.